Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified multiple hardware malfunctions. The customer introduced air bubbles into the electrodes and damaged all electrodes. The fse replaced the reference electrode, na electrode, k electrode, cl electrode and electrode o-rings to resolve the issue. Following the replacement the fse performed calibration and quality control with passing results. The fse verified the analyzer was back to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported an ise calibration failure and the concentration calculation disabled on cell 2 of the au5800 clinical chemistry analyzer. As a result, low patient results for sodium (na), potassium (k)and chloride (cl) were generated but not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.